Event description:
My father had the medtronic heartware device implanted on (B)(6) 2020. Had numerous issues with the power to his pump including driveline disconnecting, power spikes and continued discharge for months. Finally in or around (B)(6) 2020 the doctor went in to do a pump exchange - complications of the surgery caused his death on (B)(6) 2020. FDA safety report ID# (B)(4).